Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a fluctuating flow/ under infusion during patient therapy. The device reportedly under infused when running normal saline infusions at faster bolus rates or secondary medications at slower to moderate rates from non-rigid containers and using non-dehp sets. The primary volume to be infused was between 500-1000ml at a bolus rate of 500ml/hour and the secondary medication bags were typically 50ml or 250ml volume to be infused over 15 minutes (33gtts/min, or 250ml bag over 60 min at 42gtts/min). The head height was reported to be at 24 inches. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. The customer indicated they used non-dehp tubing at rates ranging from 250ml/hr to 1000ml/hr. According to user guidance in "compatible baxter IV sets" on page 6 indicates that when using non-dehp tubing "the flow rate accuracy will range ±10% from the expected volume." It also indicates that flow rates should be limited to the following parameters: 10 ¿ 125 ml/hr with IV tubing use of not greater than 36 hours / 126 ¿ 250 ml/hr with IV tubing use of not greater than 4 hours. Should additional relevant information become available, a supplemental report will be submitted.